Manufacturer narrative:
The qc was acceptable. Due to insufficient information, the investigation could not identify a specific cause of the event. The investigation did not identify a product problem.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6) hospital. The na electrode lot number is fkp35. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas 8000 ise 1800 module. The initial result was 104.7 mmol/l. The repeated results were 130.5 mmol/l and 130.3 mmol/l.